Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain around his scs ipg site. The patient stated the pain occurs all at once as a "stabbing" pain regardless whether his stimulation is on or off. The patient's physician prescribed him a muscle relaxer, however, the issue did not improve. The patient's entire scs system was explanted on (B)(6) 2014.